Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2023 when the nurse was about to inject the indwelling needle for the patient, she found that there was hairy matter inside the package, and the needle was contaminated and could not be used.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced foreign matter. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023 when the nurse was about to inject the indwelling needle for the patient, she found that there was hairy matter inside the package, and the needle was contaminated and could not be used.